Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure, the left ventricular lead exhibited poor sensing and pacing and high bipolar impedance. The ventricular polarity was changed to unipolar. The patient would be monitored.